Event description:
It was reported that the event log file captured low voltage hazard/no external power events on 07nov2024 at 0521 while using the mobile power unit (mpu). It appeared that there was a total loss of power to the mpu enabling the backup battery in the system controller until power was restored to the controller. The event lasted around 9 seconds. No other unusual events were noted in the log file.

Manufacturer narrative:
Section a: patient weight was not provided, request for this information was made. Section d4: device serial number was not provided, and manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via review of the submitted log file. Abnormal low power hazard, power cable disconnect, and no external power alarms were observed between 5:21:39 and 5:21:48 on 07nov2024 while the controller was connected to the mobile power unit (mpu). The sequence of events appears to be consistent with a loss of ac power to the mobile power unit. The no external power alarm cleared when external power appeared to be restored to the system. While external power was lost, the backup battery provided power to the system as intended and the pump maintained a speed within the expected range. To date, the mobile power unit (serial number: unknown) has not been returned to abbott for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records could not be reviewed, as the serial number of the unit was not provided. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.